Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: 65771101000 ¿ m/l taper stem ¿ 61083080. Reported event was confirmed by review of medical records noting the patient was revised due to elevated metal ions, altr, pseudotumor, and corrosion on trunnion. Labs revealed elevated cobalt and chromium ion levels of 26 h and 9.2 h respectively. During the revision, the pseudotumor was identified and debrided. The head was removed and black precipitate was found on the trunnion. The stem was well fixed and the trunnion was cleaned. Tissue contained debris particles and was debrided. The liner was explanted. The acetabular locking mechanism was confirmed functioning and intact. New head and liner placed. No intraoperative complications noted. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 65771101000 ¿ m/l taper stem ¿ unknown lot; 00620205022 ¿ shell ¿ 61198012; 00630505036 ¿ liner ¿ 61199112; 00625006535 ¿ bone screw ¿ 61213494. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process and a follow up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03828.

Event description:
It was reported that patient underwent started to experience severe right hip pain approximately 10 years post implantation. Blood work was done and revealed elevated cobalt levels and MRI noted altr. Approximately 3 months later the patient underwent a revision surgery. During the procedure, milky turbid fluid consistent with altr was aspirated. Black precipitate of the trunnion of the stem after removing the head was found along with synovial tissue and a large pocket of pseudotumor in the inferior portion of the capsule that was debrided. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.